Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. All operating currents are within specification. Off no power alarm functions properly. No unexpected low battery alarm or failed batt test alarm noted. Unit was programmed and monitored for three days. No blank display noted. Unit had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that insulin pump received a bad battery alarm. It was reported that when customer awoke, insulin pump was off. Customer was able to bring pump back up and administer a bolus delivery. Customer's blood glucose was 594 mg/dl. Customer later had symptoms of discolored skin, vomiting, lethargic and body pain. Customer was taken to the emergency room on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Customer's mother states that insulin pump receiving an off no power and not receiving a low battery alert prior to off no power was the reason for high blood glucose and requested for insulin pump to be replaced.